Event description:
Following a diagnostic procedure, an angio-seal device was placed in the patient and hemostasis was achieved. Four days later, the patient complained of pain in his groin and leg. He presented to the emergency room with pain in his heel while walking, tingling toes, and a doppler popliteal pulse in his right leg (his left popliteal pulse was a +1). The patient was then scheduled for a vascular consult. A peripheral angiogram was performed on 05/28/97, which showed an occluded common femoral artery with a clot in the profunda and superficial femoral arteries. The clot was removed and the patient was placed on urokinase. However, the next morning upon exam, the clot remained at the original catheterization site. The urokinase was therefore discontinued. A thrombectomy was performed on 05/29/97 which found collagen deployed in the artery. The patient is reportedly doing well post operatively. The peripheral interventionist feels both the anchor location and the clot may be related to manual compression which was administered by the fellow following the angiogram on 05/28/97. The inserting physician states that he does not believe that the device was at fault for this device and patient experience.